Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed displacement, basic occlusion, occlusion, and no delivery test. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the outer layer of the reservoir was flaking and chipping off. Customer stated that the reservoir continually is popping out. Customer mentioned that their blood glucose readings have been nearly 400 mg/dl and believe its related to the damage on the insulin pump. No further information reported.